Manufacturer narrative:
Please note: resubmitting record per request from FDA. This report was originally submitted to FDA on 3/14/14 and failed on FDA's end due to a technical issue of "duplicate submission" however, submission was only sent once, therefore; this submission should not be considered late.

Event description:
Consumer alleges that she charges her chair battery overnight everyday and periodically throughout the day she notices the battery indicator go from full to low battery. Consumer states that when this issue happens she turns her joystick off and back on and the battery will go back up to full charge on the indicator.